Event description:
The daughter of a female pt contacted lifecor customer support to report that the monitor was displaying a "code 101". She stated that when the battery pack is recycled, the monitor immediately displays the "code 101". Support sent a pt service representative (psr) to the pt to replace the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The av firmware had some how become corrupt. A code 101 is generated at power up, if the av firmware image is not programed or is not compatible with the monitor application firmware. The root cause of the image being corrupt is unk. The monitor was reprogrammed and retested. No adverse event resulted from the defective av firmware. The pt received a replacement monitor.